Event description:
Anaphylaxis reaction. Patient was taken to the hospital by an ambulance and admitted by a doctor, however she was discharged from the hospital next day.

Manufacturer narrative:
The investigation continues as this report is being written.